Event description:
It was reported that patient experienced difficulty interacting with the pump touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received.